Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). G3: date received by mfg ¿ additional information. H2 type of follow up: correction. H3: device evaluated by mfg- additional information. B3 date of event- correction.

Event description:
Subsequent to the initial MDR, a correction is required.